Event description:
The shaft of the stent broke upon advancement. There was no reported patient injury. The product will be returned. Additional information has been requested.

Manufacturer narrative:
This product is available for testing and evaluation, but has not yet been received for analysis as of this writing. Additional information will be submitted within 30 days upon receipt.